Event description:
It was reported that a patient underwent an open repair of a primary ventral hernia under general anesthesia on (B)(6) 2010 and mesh was used. The patient developed a post-operative ileus on (B)(6) 2010 and was treated with nasogastric decompression. The ileus resolved on (B)(6) 2010. The patient also experienced a deep vein thrombosis. The surgeon opines the potential factors contributing to the deep vein thrombosis was the surgery itself and the previous patient history of pulmonary embolis and deep vein thrombosis.

Manufacturer narrative:
(B)(4) - ileus. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. It was reported that a patient underwent a laparoscopic repair of a primary ventral hernia with total extra peritoneal placement of the mesh with covidien tackers under general anesthesia on (B)(6) 2010. The patient developed a post-operative ileus on (B)(6) 2010 and was treated with nasogastric decompression. The ileus resolved on (B)(6) 2010. The patient also experienced a deep vein thrombosis. The surgeon opines the potential factors contributing to the deep vein thrombosis was the surgery itself and the previous patient history of pulmonary embolis and deep vein thrombosis.